Event description:
It was reported that balloon pinhole occurred. A 2.50mm x 15mm emerge balloon catheter was selected for used. However, during the preparation the balloon was noticed had a hole. The procedure was completed with another balloon device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. At 22.6cm from the strain relief, the shaft was kinked. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure. There was a 3mm longitudinal tear in the guidewire lumen 21.5cm from the tip of the device. Product analysis confirmed the reported event, as the guidewire lumen had a longitudinal tear.

Event description:
It was reported that balloon pinhole occurred. A 2.50mm x 15mm emerge balloon catheter was selected for used. However, during the preparation the balloon was noticed had a hole. The procedure was completed with another balloon device. There were no patient complications reported.